Event description:
It was reported the patient received a line block alarm. The patient performed troubleshooting. However, approximately 30 minutes later, another line block alarm occurred. The patient changed the abdominal infusion site and observed that the cannula was slightly bent with a small amount of blood present. Pressure was applied to the site, and bleeding stopped. The event occurred during infusion. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.